Event description:
The field service representative (fsr) reported that during field service installation of the device, the ultrasonic level sensor was not responding. Since the event occurred during field service installation, there was no pt involvement.